Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a supply change when the tubing was not fully primed to visible drops and the needle guard on the infusion set was not removed before insertion, resulting in inadequate insulin delivery; the user then replaced all supplies correctly and resumed therapy, and the device subsequently began adjusting insulin delivery. Symptoms included elevated blood glucose up to 530 mg/dl without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included use of back-up subcutaneous insulin via manual injection of 10 units, high glucose alerts for over 90 minutes, and no hospitalization or professional medical intervention. Investigation included complaint intake review, user interview, and troubleshooting with education on proper priming, infusion set insertion, and sensor calibration. Investigation of this case revealed user setup errors that likely led to under-delivery of insulin, with no device malfunction reported after corrective actions and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related error leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.